Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the external pulse generator (epg) would no longer complete the self test. The epg lights would flash and the epg would shut off when attempting to complete the self test. The epg remains in use. There was no patient involvement.